Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after the connector port of was flushed with a 10 cc saline syringe, blood and ns leaked out of the port. When the connector was removed from the site, there was no more leakage. The customer felt that the septum did not seal quickly as it usually does following the ns flush. There was no harm to the patient reported.